Event description:
Five endeavor rx drug eluting stents were implanted during index procedure to each of the following arteries: mid rca, distal lad, distal lcx, proximal lad and proximal lcx. Approx 29 months post index procedure, the pt was hospitalized for an mi (acute non stemi). Pt underwent revascularization with placement of one endeavor sprint rx drug eluting stent in the distal lad. The investigator reports that the event had no relation to the study device/procedure and was not life threatening. Pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year f/u. (Ref MFR #s 9612164-2011-00366, 9612164-2011-00367, 9612164-2011-00368, 961264-2011-00369).

Manufacturer narrative:
(B)(4): results: (mi). Conclusion: (based on the info provided, no root cause can be determined).

Event description:
It was reported that approximately 57 months post index procedure the patient died. Cause of death was reported to be non-sudden cardiac death which was reported as not associated with an mi and due to terminal heart failure. The death was not related to the study device or to the study procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). Conclusions: inherent risk of procedure (death). (B)(4).